Manufacturer narrative:
This product is not marketed in the us. Device manufacturing date: unk, no serial numbers reported. Claim # (B)(4).

Event description:
Received final analysis of our product satisfactory survey EU 2019, " sometimes severe issues with night vision," was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.